Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was blood noted in gas line. An iab leak was detected. The iab was removed. The indication for use was pre-transplant. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). Device evaluation: a portion of the catheter tubing and membrane was returned with the membrane completely unfolded. Dried blood was observed on the exterior and traces of dried blood on the interior of the returned portion of iab. An underwater leak test of the membrane and catheter tubing portion was performed but the leak could not be located. The membrane and portion of catheter tubing having dried blood internally confirms the reported leak. Due to the condition of the returned device, we are unable to determine where or how this may have occurred since the portion of the product that was returned performed according to specification and no leak was located. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Note: serial number reported as: #(B)(4), but lot number 3000057681 does not exist for iab product. Lot number 3000057684 is for a mega 30cc iab lot and so is likely the actual lot number, serial number (B)(4), and is what was reviewed for nonconformances related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy there was blood noted in gas line. An iab leak was detected. The iab was removed. The indication for use was pre-transplant. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy there was blood noted in gas line. An iab leak was detected. The iab was removed. The indication for use was pre-transplant. There was no reported injury to the patient.